Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer reset the pump and the malfunction alarm was cleared. There was no adverse impact to the customer¿s blood glucose value. The customer reverted to an alternate method of insulin therapy.